Event description:
It was reported the patient ipg was explanted at an unknown time and unknown reason.

Manufacturer narrative:
D6b - date of explant is unknown a4- patient weight is unknown. B3- date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.